Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmenorrhea ( cramping )"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia ( heavy menstrual bleeding )"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding, fatigue, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, fatigue, weight gain, migraine. Essure removed-scheduled -as reported . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmenorrhea ( cramping )"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia ( heavy menstrual bleeding )"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, fatigue, weight gain, migraine. Essure removed-scheduled -as reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: repórter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, weight increased and migraine outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: received treatment for dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, fatigue, weight gain, migraine. Essure removed-scheduled -as reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Removal details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.